Event description:
Related manufacturer report number: 2017865-2023-50129; 2017865-2023-50130. It was reported that the patient presented in clinic with erosion. The header of the device was visible. Infection was also observed. The system was explanted. The patient was stable.

Manufacturer narrative:
Correction: section b1: "product problem" should be blank, not selected as there is no product malfunction.